Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Massive bleeding. Please note: in 2007, one gore tag thoracic endoprosthesis (lot unk) was implanted and two gore tag thoracic endoprostheses (lot 05235481 and lot 05201814) were removed undeployed.

Event description:
In 2007, the pt underwent repair of a 7.8 cm thoracic aortic aneurysm. A retroperitoneal approach was used. Following placement of the first tag device and removal of the delivery catheter, massive bleeding occurred. Attempts to deliver two additional devices were unsuccessful. Exsanguination occurred due to rupture of the aneurysm and supraceliac and suprarenal aorta. After four hours of resuscitation, the pt expired. Cause of death was massive bleeding. No autopsy has been done. All devices were discarded by the facility; therefore, no further investigation can be performed.